Event description:
It was reported the patient is without stimulation and unable to communicate with or charge his ipg. The sjm representative met with the patient and verified the issue. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.